Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm occurred. There was no reported impact to the customer's blood glucose level. Tandem technical support advised customer on how to change the site reminder to address the alarms.